Manufacturer narrative:
Customer is working with the technician who reported the negative result to the doctor. The customer stated that the issue is not an advia centaur cp thcg issue. No further investigation is required. The interpretation of results section of the instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The limitations section of the IFU states: "test results alone are not diagnoses of medical conditions. For example, low titer elevations of hcg can occur in normal non-pregnant subjects. A physician's diagnosis involves evaluation of the test result in conjunction with, and in the context of, the patient's medical history, physical examination, and other test results-sometimes in consultation with other medical experts."

Event description:
Customer reported a negative advia centaur cp total hcg (thcg) result which was actually positive. There was patient intervention based on the negative result, however the customer did not provide the details of the intervention. There are no reports of adverse health consequences due to negative result.